Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury. Device not returned.

Event description:
A report was received stating the patient had laparotomy with a mid line incision. The saba catheter placement was used with two catheters. The catheters were to be removed today. One of the catheters was removed uneventfully by the nurse. Resistance was met when removing the second catheter. The on-call physician was notified. The catheter was flushed. The on call physician, attempted to remove the catheter by pulling it. The catheter stretched and then a ¿pop¿ was heard. The catheter came out without the black tip. It was suspected that partial catheter was retained inside the patient. No decision was made at that point on further action. The doctor requested the protocol on how to handle the situation. No additional information was provided

Manufacturer narrative:
The silver-soaker catheter was returned not fully intact, missing the black catheter tip. There is evidence of stretching at the 2nd markings and continues throughout the catheter. The damaged part was measured to be 0.024¿ and the non-damaged part was measured to be 0.044¿. The catheter was examined under a microscope magnified at 1.6x, no signs of brittleness were observed. Tensile strength was performed on the soaker catheter using the instron machine. The passing rate for the test is >2.8(lbf) at the infusion segment and >4.00 (lbf) for the mid-body segment. The result for the catheter mid-body segment was 10.35(lbf). The result for the infusion segment was 6.420(lbf). The catheter met specifications during the tensile test and no additional testing was performed. The investigation summary concludes that the silver soaker catheter was received not fully intact, missing the black catheter tip. Evidence revealed that stretching was observed at the 2nd markings and continues throughout the catheter. Tensile strength was performed on the mid-body and infusion segment and met specifications. Excessive force failure mode was chosen because during visual observation of the catheter, stretching and breakage was observed. Tensile strength on the mid-body met specifications. Using excessive force >4.00(lbf) on the catheter at the mid-body segment and >2.8(lbf) at the infusion segment will cause it to break. Based on the sample evaluation, it indicates that catheter was missing the black tip and had indication of stretching at the 2nd markings and continues throughout the catheter. The label review concluded that potential assignable cause to the broken breaks was user not using warning of directions for use and hence continue pulling the catheter at time of removal even when resistance met. The directions for use clearly states and caution end user that "if resistance is met during catheter removal procedure or catheter stretches, stop" and " do not suture catheter to avoid catheter breakage during removal. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).